Manufacturer narrative:
No further investigation could be conducted as the specific device was not returned.

Event description:
Report came in from the USA. The information provided was the tip broke off a craniotome. This incident did not occur during a surgical procedure. There was no injury to a pt or end user.